Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted in the tricuspid position for 7 years and 8 months underwent a valve-in-valve procedure due to degeneration with severe regurgitation. Patient presented with acute on chronic diastolic heart failure. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve. Patient tolerated procedure well without any complications. Patient was discharge home on pod#1. Per medical records: patient concomitantly underwent a viv tpvr with 26 53 ultra inside a 27mm magna ease. A postop tee was completed on pod#1, and showed ef 55%, pv mg 16.0 mmhg, tv mg9, no significant regurgitation, and normally functioning bioprosthetic valves.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that a definitive root cause could not be determined.